Event description:
On 21-jul-2025, the user reported that the touchscreen option to confirm the ¿fill tubing¿ step was unavailable, preventing progression through the setup process. Blood glucose was not affected. A replacement pump was arranged for overnight shipment.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.